Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. Review of the pump history revealed "no prime" and "no cartridge detected" warnings associated with zero force. The alarms could not be duplicated during eval.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.